Manufacturer narrative:
A ge healthcare service representative provided the customer with service offer and the customer had declined to accept the service offer. No further information is available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the tidal volume is not achieving while in use on a patient. There was no report of patient injury.